Event description:
It was reported that the patient had sepsis and has had issues ever since. The device was causing an extreme pain even when its off. The patient was sent to the emergency department.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.